Event description:
It was reported that the set screw broke, no further information reported. (B)(4) 2014: spoke to the sales rep regarding the event. He confirmed that the bolt broke during a revision surgery of a gamma nail. He confirmed that the bolt breakage did not result in any adverse consequence to the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was not confirmed. The device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the set screw broke, no further information reported. On 05/21/2014: spoke to the sales rep regarding the event. He confirmed that the bolt broke during a revision surgery of a gamma nail. He confirmed that the bolt breakage did not result in any adverse consequence to the patient. Rep also confirmed that the bolt broke. Not the set screw as originally stated.